Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Iversen, I. J., gustafsson, f., rossing, k., møller-sørensen, p. H., olsen, p. S., & møller, c. H. (2024). Single center outcomes after temporary mechanical circulatory assist device prior to heartmate 3 implantation - a retrospective cohort study. Scandinavian cardiovascular journal: scj, 58(1), 2353066. Https://doi.org/10.1080/14017431.2024.2353066. Department of cardiothoracic surgery, copenhagen university hospital, rigshospitalet, copenhagen, denmark; department of cardiology, copenhagen university hospital, rigshospitalet, copenhagen, denmark, department of clinical medicine, university of copenhagen, copenhagen, denmark; department of cardiothoracic anaesthesiology, copenhagen university hospital, rigshospitalet, copenhagen, denmark; department of cardiothoracic surgery, copenhagen university hospital, rigshospitalet, copenhagen, denmark, department of clinical medicine, university of copenhagen, copenhagen, denmark. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿single center outcomes after temporary mechanical circulatory assist device prior to heartmate 3 implantation ¿ a retrospective cohort study¿ that the heartmate 3 (hm3) may be associated with death, unknown transplant, respiratory failure, bleeding, renal dysfunction, right ventricle (rv) failure, infection, pump thrombosis, neurological complications, and stroke. This retrospective cohort study evaluated 63 hm3 patients in the period between november 2015 and october 2021. The aim of the study was to compare outcomes after hm3 implantation in patients with and without temporary mechanical circulatory support (tmcs) prior to hm3 implant. There were 41 patients in the non-tmcs group and 22 in the tmcs group. 11 patients died during the period of the study, and 3 of the non-tmcs patients and none of the tmcs patients died within 30 days post-left ventricular assist device (lvad) implantation (p value was 0.2). Survival four years after hm3 implantation was 80 and 82% in the tmcs and non-tmcs group, respectively. 11 patients (27%) in the non-tmcs group and 8 (36%) in the tmcs group were transplanted. Only 1 (2%) patient in the non-tmcs group achieved recovery and the lvad was explanted. Early postoperative outcomes and complications less than 30 days post-lvad implantation were recorded. The median number of days in the intensive care unit (ICU) after hm3 implantation was 4.5 for the non-tmcs group and 12 for the tmcs group (p value was .005). The median hours in ventilator was 23.5 for the non-tmcs group and 127 for the tmcs group (p value was 0.005). The number of readmissions was 6 for the non-tmcs group and 1 for the tmcs group (p value was 0.22). The median in hospital length of stay (los) when discharged to home was 29 for the non-tmcs group and 68.5 for the tmcs group (p value was 0.00). The median days with inotropes was 4 for the non-tmcs group and 5 for the tmcs group (p value was 0.43). The number of patients with delayed closure of sternum was 10 for the non-tmcs group and 12 for the tmcs group (p value was 0.017). The number of patients with reoperation for bleeding was 12 for the non-tmcs group and 3 for the tmcs group (p value was 0.17). The median postoperative bleeding in ml was 1097.5 for the non-tmcs group and 1270 for the tmcs group (p value was 0.46). The median red blood cells in sodium chloride, adenine, glucose, and mannitol medium (sagm) in ml was 735 for the non-tmcs group and 1470 for the tmcs group (p value was 0.02). The median fresh frozen plasma (ffp) in ml was 0 for the non-tmcs group and 135 for the tmcs group (p value was 0.34). The median platelets in ml was 0 for the non-tmcs group and 180 for the tmcs group (p value was 0.4). The number of patients needing dialysis was 7 for the non-tmcs group and 13 for the tmcs group (p value was 0.001). The number of patients who got rv failure was 3 for the non-tmcs group and 1 for the tmcs group (p value was 0.66). The number of patients who had temporary right ventricular assist device (rvad) implantation was 1 for the non-tmcs group and 1 for the tmcs group (p value was 0.65). The number of patients who got wound infections was 0 for the non-tmcs group and 3 for the tmcs group (p value was 0.015). Out of the 3 tmcs patients who had the infections, 1 had sternum infection, 1 had femoral cannulation site infection, and 1 had subclavian cannulation site infection. The number of patients who got driveline infection was 1 for the non-tmcs group and 1 for the tmcs group (p value was 0.65). The number of patients who had pneumonia was 8 for the non-tmcs group and 5 for the tmcs group (p value was 0.76). The number of patients with pump-related thrombosis was 1 for the non-tmcs group and 0 for the tmcs group (p value was 0.46). The number of patients with neurological complications (stroke) was 2 for the non-tmcs group and 3 for the tmcs group (p value was 0.22). The number of patients with gastro-intestinal bleeding (gib) was 3 for the non-tmcs group and 2 for the tmcs group (p value was 0.8). Adverse events after long-term follow-up were recorded in event per patients-years (eppy). The eppy of wound infections was 0.009 in the non-tmcs group (41 patients; 105 patient-years), 0.086 in the tmcs group (22 patients; 46 patient-years), and 0.033 in the whole population (63 patients; 150 patient-years). The eppy of sternum infections was 0 in the non-tmcs group, 0.021 in the tmcs group, and 0.021 in the whole population. The eppy of femoral cannulation site infections was 0.009 in the non-tmcs group, 0.043 in the tmcs group, and 0.02 in the whole population. The eppy of subclavian cannulation site infections was 0 in the non-tmcs group, 0.021 in the tmcs group, and 0.021 in the whole population. The eppy of driveline infections was 0.171 in the non-tmcs group, 0.195 in the tmcs group, and 0.18 in the whole population. The eppy of pneumonia was 0.123 in the non-tmcs group, 0.217 in the tmcs group, and 0.153 in the whole population. The eppy of pump thrombosis was 0.019 in the non-tmcs group, 0 in the tmcs group, and 0.013 in the whole population. The eppy of neurological complications was 0.057 in the non-tmcs group, 0.173 in the tmcs group, and 0.093 in the whole population. The eppy of stroke was 0.038 in the non-tmcs group, 0.152 in the tmcs group, and 0.073 in the whole population. The eppy of hemorrhage was 0.019 in the non-tmcs group, 0.021 in the tmcs group, and 0.02 in the whole population. The eppy of gib was 0.057 in the non-tmcs group, 0.130 in the tmcs group, and 0.08 in the whole population. The eppy for operation of any pump complication was 0.028 in the non-tmcs group, 0.021 in the tmcs group, and 0.026 in the whole population. Patients on tmcs had an acceptable short and long-term survival and comparable to patients receiving hm3 without prior tmcs. However, they had a more complicated postoperative course.